Event description:
Report received from USA stating that the device was overheating. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" was confirmed. (B)(4) evaluated the device, and the motor produced an e6 error code (overheating) after about one min and stopped functioning. If additional info is received, a supplemental report will be sent. (B)(4).